Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up with a non-sustained rv oversensing alert. Myopotential oversensing was suspected and programming changes were recommended.